Event description:
The reporter contacted animas on (B)(6) 2013 reporting a low blood glucose resulting in hospitalization after the pump dispensed insulin during the load cartridge step while the patient was attached to the infusion site. The reporter stated that the pump was alarming for a loss of prime so the reporter took the cartridge out of the pump to examine the cartridge. The reporter stated that there were no issues identified, so the cartridge was placed back into the pump and the pump performed the rewind load and prime but continued to get loss of prime warnings. The reporter stated that the pump again performed the rewind step and during the load step the pump dispensed all of the insulin in the cartridge resulting in delivery of approximately 60 units of insulin. This report is made based on the allegation that the patient experienced hyperglycemia related to an alleged pump load step malfunction.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The pump user guide instructs the patient to disconnect from the pump during the rewind, load, and prime steps; additionally, the pump displays a warning to disconnect from the infusion site when performing the ezprime steps. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/01/2013 with the following findings: a review of the pump black box showed that loss of cartridge detection had occurred. During testing the pump performed the rewind, load, and prime steps without issue. A force sensor calibration test was performed and the pump was found to be within specifications. The pump was opened and no damage was found to be force sensor assembly or circuit. The issue was observed in the pump history but was unable to be duplicated during testing; no pump defects were found related to the complaint.